Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a pre-existing dissection flap was disrupted during arterial sheath insertion which led the physician to intervene by covering the dissection with an additional stent and further surgically open the common carotid artery by using sutures to tack down the ends of the dissection flap. It is silk road medical's understanding that no neurological events occurred with this patient.